Manufacturer narrative:
Additional information was received: it was reported that guidewire likely perforated the ventricle due to the significant movement of the bav balloon during the 2 valvuloplasties performed. It is possible that the guidewire was not well seated/positioned at the left ventricle/apex, causing the balloon movement during inflation. Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it is likely that the guide wire perforated the ventricle due to the significant movement of the bav balloon during the 2 valvuloplasties performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, several perforations were observed at the apex posterior. Bav was performed under rapid pacing at 200ppm by using an amplatz extra stiff wire and an edwards 20x4cm bav balloon. During bav the balloon moved significantly and it was pushed towards the aortic side of the annulus. A 2nd bav was performed with a pacing rate of 220ppm in consideration of the significant balloon movement during the 1st bav. During the 2nd bav, the balloon moved significantly up and down again. The pacing was turned off and the bp recovered well and it was 95/34mmhg. However, the bp kept rising to the 130¿s mmhg and norepinephrine which was continuously administered was reduced to three-fourths. Then, the bp dropped sharply to 25/9mmhg. Tee showed pericardial effusion and cardiac massage was initiated. The procedure was converted to the open heart surgery and percutaneous cardiopulmonary support (pcps) was started with 2.4l. Several perforations were observed at the area approximately 3cm from the apex. It was surgically repaired and the surgical aortic valve replacement was performed. The patient was transferred to the ICU with iabp support. Then iabp was removed, and the patient was recovering well.

Manufacturer narrative:
Investigation of this event is ongoing.